Event description:
It was reported that the valve inadvertently changed pressure levels multiple times in 2009. The physician explanted the valve and exchanged it with one that was thought to be better suited for a lumboperitoneal shunt.

Manufacturer narrative:
The device has not been returned to the manufacturer.